Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump(iabp) device cannot be powered on. After pressing the power button, the fan can be heard spinning, and the screen only flickers briefly. There was no patient involved.

Manufacturer narrative:
Other site telephone: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the machine and found the issue with power module. Replaced the power module ((B)(4)), it functioned normally. All functions and safety features of the device were tested, and all parameters met factory requirements. The fault has been repaired, and it can be used clinically.